Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had externalized conductors with stable and good electrical measurements. Physician decided to take no action. Patient condition is good.